Event description:
Dealer alleges consumer's left foot came off the footplate and alleges injuries to his toes resulting in partial amputation. Dealer alleges second incident where consumer sustained an injury to his right foot resulting in partial amputation of toes. The consumer was fitted with foot straps but was not utilizing these straps.

Event description:
Dealer alleges consumer's left foot came off the footplate and alleges injuries to his toes resulting in partial amputation. Dealer alleges second incident where consumer sustained an injury to his right foot resulting in partial amputation of toes. The consumer was fitted with foot straps but was not utilizing these straps.

Manufacturer narrative:
This is not a product problem. This was a fit issue. A more compatible seating system was fitted to the end user by the provider.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.